Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had displayed no issues with network connection, but patients within the unit¿s area had not shown up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist accessed the medical es application server, verified patient visit details and identified incorrect site information. The tss informed the client to update the change accordingly and client confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.